Event description:
As reported, during use in patient, a hemosphere monitor displayed inaccurate central venous pressure (cvp) values while connected to a nihon-koden patient monitor via an analog port. When voltage range was set to 0-1 volts, cvp was displayed as out of range (-). When voltage range was changed to 0-5 or 0-10 volts, cvp was displayed as 0 mmhg. Cvp was also shown as 0 mmhg when the analog cable was connected to only the hemosphere monitor without connecting to the patient monitor. The expected cvp value was 9 mmhg. The issue was observed on both port 1 and 2. The settings of the patient monitor and the hemosphere monitor were confirmed to be appropriate, and the issue persisted even after replacing the analog cable. No treatment was given to the patient based on the inaccurate values. There was no allegation of patient injury.

Manufacturer narrative:
Additional product code: dqe, dqk, mud, dxn, dsb, qms, fll, olw the device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A product evaluation was completed on the returned monitor. The reported out of range cvp values could not be confirmed. When the voltage range was changed to 0-5 or 0-10 volts, cvp was displayed as 0 mmhg. Cvp was also shown as 0 mmhg when the analog cable was connected to only this monitor without connecting to the patient monitor. The issue was observed on both port 1 and 2. There were no issues with cvp input via an analog port. Unit passed all functional tests. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the product evaluation and provided information, there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors. The device history record review was completed and the product passed without nonconformances.